Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: review of the submitted log file confirmed a pump stop that appeared to be associated with the disconnection of the driveline. The submitted log file contained approximately 15 days of data from (B)(6) 2019 through (B)(6) 2019. The log file captured a driveline disconnected alarm on (B)(6) 2019 at 11:49:26 with corresponding hazard alarms for low speed and low flow as well as pump speed being recorded at 0 rpm. The driveline disconnected alarm resolved at 11:49:36 and the pump resumed normal function. No other atypical alarms or events were captured. The pump maintained a speed above the low speed limit for the remainder of the log file and appeared to be functioning as intended. The account communicated that the patient was having trouble with the integrity of the external driveline and that the patient¿s driveline was reportedly disconnected to correct excessive entanglement and to assess driveline integrity. Rescue tape as well as various other types of tapes have reportedly been previously applied by the patient (superficial driveline damage addressed under MFR 2916596-2019-04592). The patient remains ongoing on heartmate ii lvas, serial number (B)(6) . No product is available for investigation. The heartmate ii lvas IFU and patient handbook warn that disconnecting the driveline from the system controller will result in a loss of pump function. These documents also provide detailed instructions on how to exchange the system controller and warn that failure to adhere to the provided instructions on how to exchange the controller may result in serious injury or death. In addition, the IFU and patient handbook outline all system controller alarms and the appropriate actions associated with each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was having issues with the integrity of their external driveline. No alarms were noted on the log files. The patient stated that they applied rescue tape as well as various other types of tapes previously to fix their driveline. No additional information was reported.